Event description:
No blood glucose levels reported. The customer reported that the insulin pump had cracks around the display window. The customer also reported cracks near the reservoir window of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.